Event description:
It was reported by the customer that the bd max¿ system, bd max¿ instrument was giving unusual curves in the results. There was one occurrence in this event with no patient impact. The following information was provided by the customer : "at the start of measurement, it starts from a certain high position and then descends. Afterwards, the response rises with a wavy appearance."

Manufacturer narrative:
510k number: k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd max¿ system, bd max¿ instrument was giving unusual curves in the results. There was one occurrence in this event with no patient impact. The following information was provided by the customer : "at the start of measurement, it starts from a certain high position and then descends. Afterwards, the response rises with a wavy appearance.".

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) ) had "unusual plots/curves." Cservice provided remote assistance to the customer where they reviewed run information with the customer. Service determined that this was likely due to a patient sample issue, and not due to an instrument issue since all other tests were performing to specification. This complaint is unconfirmed as the complaint does not allude to an instrument issue and the instrument is operating to bd specifications. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument ct2137 is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument ct2137, and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.